Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that the battery was being moved to a more comfortable location. It was confirmed that there were no issues but the ins was located around the belt line and the patient wanted it moved. This was noted to be an elective procedure. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 from the health care professional (hcp) via a manufacturer representative reporting that the patient¿s weight was around (B)(6). The surgery occurred on (B)(6) 2017. No further complications were reported.